Manufacturer narrative:
The customer reported teles (transmitters) in communication loss, not showing data at the central nurse's station (cns). The customer will contact their it for them to call back. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that teles (transmitters) are in communication loss, not showing data at the central nurse's station (cns).